Event description:
It was reported that at the time of a pre-delivery inspection the cardiosave intra-aortic balloon pump (iabp) was having a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and as a result of checking with a leak checker, it was found that there was a leak from the upper part of the high pressure regulator and the tube connection part of the helium cylinder mounting part. When the part was opened, the fse found that only one o-ring should normally fit, but two were open and one was damaged. After removing the damaged o-ring, refitting only one o-ring and reconnecting it to the high pressure regulator, the problem improved. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional information:e1(event site postal code -(B)(6)).